Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was scratches on their insulin pump's display. The customer's blood glucose was unknown. The customer also stated their belt clip was detached from their insulin pump. Customer stated they were able to read their insulin pump's display at certain angles. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, broken belt clip slot, minor scratches on worn display window.